Manufacturer narrative:
510(k) for similar product marketed in us with catalogue # 1476200500 is k132111. Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of traumatic vertebral fracture (3 vertebral bodies of l1.l2.l5). It was reported that after the procedure the set screws on both sides of the fixed lower level(s2)had loosened, according to the image, the rod had moved. Product remains implanted in patient.the loosening was suspected and confirmed on july 27.it was very probably that it occurred immediately after walking and sitting on the bed were allowed at about 2 weeks after operation.there were no patient symptoms or complications as a result of this event. Bone graft had not been performed because it was a trauma, and ps was not inserted in s1, and ballast had been inserted in s2ai. Ins trumentations were th10,11,12,l1,2,3,4 and 5, anchor had been inserted in s2ai, and bone graft had only been performed at l1,2,3. An additional operation was performed on august 5.the backing out and loose of the set screw occurred, but it was unknown whether the event was caused by screw or set screw.